Event description:
Related manufacturer reference number: 2017865-2021-38221, related manufacturer reference number: 2017865-2021-38229. It was reported that the patient presented in clinic with an infection. The entire system was explanted. The patient was in stable condition post-procedure.